Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode. However for clarification, the nonconformance was a frayed pitch cable. The frayed segments are in various lengths and stick out at the wrist. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the maryland bipolar forceps instrument was observed to be broken. There were no missing or fallen pieces reported.